Event description:
The customer indicates, the display is blank. No patient involvement. Add'l findings during the investigation identified that during vibration tests, the device would shut down during the charge sequence.

Manufacturer narrative:
The device is an automated external defibrillator (AED) and the actual device involved was returned by the customer. The complaint was confirmed. Testing during the investigation additionally revealed that during vibration testing, the device shut down, when the charge button was pressed. The analysis revealed for both observations that the cause of the failures were due to fractured solder joints on the transformers on the power supply circuit board. Causes of the fractured solder joints are inconclusive. The transformer connections were resoldered to correct the issue. Once the repairs were completed, the device was returned to the customer.